Event description:
The customer reported via phone call that they experienced high blood glucose and the blood glucose reading was 585 mg/dl. The current blood glucose was 117 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of event. Customer was treated with insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.